Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (site of infection not confirmed). There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
It was also reported that the patient experienced a skin infection at the implant site, exposing the receiver/stimulator, and was subsequently treated with oral antibiotics (specific date and duration not reported). The patient was rei-mplanted with another cochlear device on january 23, 2024.